Event description:
Reports while operating the smartdrive mx2+ under power, the end-user attempted to disengage drive via a tapping motion of the apple 4 watch but reportedly failed to recognize the command and continued to drive, forcing the end-user to impact a desk resulting in an injury requiring medical intervention to address.

Manufacturer narrative:
The end-user reports having difficulty getting the smartdrive unit to disengage the drive motor when giving a tapping motion. Reports the day of event, they had given their apple 4 watch a double tap and the device reportedly failed to stop which forced them to impact a desk and this reportedly led to a laceration on their calf requiring stiches. The end-user exclaimed this event occurred in october of 2023, but could not give a definitive date. End-user reports they did not think to report at the time as they rarely use a wearable device for control, preferring to use a wired option. Reporter claims the apple watch remains functional and they feel it may have to do with the rate at which they tapped. Permobil customer service instructed the end-user on how to adjust the sensitivity for the control device to meet the clients' physical needs. As the device and apple watch are reportedly operating normally, permobil cannot reach a determination as to probable root cause without speculation. The DHR was reviewed, and the device was found to have met specifications prior to distribution.